Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted due to infection. No further information was provided.

Event description:
New information states that patient presented to the hospital with purulent discharge, erythema around the pacemaker site and pocket erosion. The physician did not allege that the infection was product or procedure related. No patient complications were reported.